Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed failed battery test and he was unable to clear the alert. Customer's blood glucose was 155 mg/dl. Troubleshooting was performed and the device continues to alarm after inserting a new battery and cleaning the battery compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer called back and declined the replacement device stated he may have not followed the correct instructions and might have not cleared the alarm properly. Will try a new battery and monitor the device. The device is not returning for analysis.